Event description:
It was reported that an arteriotomy closure of the superficial femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the proglide was introduced, obtained bleedback and delivered the sutures. The footplate was lowered and an attempt was made to remove the device, however it would not come back out of the anatomy. The device was re-advanced and the foot plate opened and closed, this was achieved but the device could still not be removed. This was all performed under ultrasound. Slight turning of the device was tried and again the foot plate opened and closed with no success in removing the device. Manual arterial pressure was applied, and the patient was taken to the theatre where a cutdown procedure was done for removal of the device. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, link, needles, and cuffs were not returned. Without the return of these components, the scope of this investigation was limited. The reported difficult device removal is consistent with the foot being unable to completely retract into the guide and the contributing factors included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, during testing, the foot was deployed then completely retracted by opening and closing the lever. The needle trajectory of every device is tested during manufacturing. Tissue caught under the foot could have prevented the foot from being fully retracted into the guide and resulted in difficult device removal. However, this could not be confirmed. Based on the investigation, the reported difficult device removal could not be confirmed and a definitive cause could not be identified. Inspection of the suture indicated that its rail end was cut with the device cutter and the knot was properly formed with dried blood present within the knot. This is indicative of successful needle deployment and suture retrieval. The knot was fully advanced to the arterial surface, but was pulled out of the artery. Contributing factors for the suture knot being pulled out of the artery included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, the suture was returned intact with properly formed suture knot. Every suture is inspected for proper assembly during manufacturing. Applying excessive pressure to the suture while advancing and tightening the knot due to challenging anatomical conditions could have contributed to the suture knot being pulled out of the artery. This is consistent with the reported information that the patient had a history of prior arteriotomy in the target groin. Based on the investigation, the probable cause for the suture knot being pulled out of the artery is related to the operational context in the use of the device as excessive pressure was applied to the suture due to challenging anatomical conditions. No manufacturing or quality deficiency was detected as a result of this investigation. Review of device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there are no other related incidents for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Difficulty removing the device can occur due to a number of factors including, but not limited to a manufacturing deficiency, user technique or patient anatomical conditions. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively. In addition, a sample of devices from each lot must be successfully functionally deployed. The device may be difficult to remove if removal is attempted before the suture is pulled out of device, foot is not retracted prior to attempted removal from artery, suture tangles due to operator not completing full stroke of plunger withdrawal and/or posterior cuff is partly deployed in foot. A conclusive cause to the reported difficulty in removing the device could not be determined. However, the off-label use of the device in the superficial femoral artery, which occurred due to patient anatomical conditions, may have contributed to the reported event. The instructions for use states that the perclose proglide 6f suture mediated closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there are no other related incidents for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Device (B)(4) - the device was used in the superficial femoral artery. As stated in the instructions for use: do not use the perclose proglide smc if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.